Manufacturer narrative:
Investigation: the lot was manufactured in line 6 in 4 shifts with a total of 32 hours during which the production is monitored through the frequency rit0225ctis01-04 rev.17 where monitoring "quality of blister printing (blister without printing, readable printing and without stains, shaded impression), during the control process it have been taken 40 pieces per hour, completing a total sample size of (B)(4) pieces with a limit of acceptance of 0 and rejection of 1. No non-conforming pieces were recorded for the event mentioned in the claim, the lot complied with the aql = 0.65% related to printing of the primary packaging such as absence of irregularities in printing of texts, legends and symbols. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval, the compliance it was not confirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ink on a bd luer-lok" tip syringe is smeared causing unreliable graduation markings. There was no report of injury or medical interventions.